Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient had an irritation. The patient described the irritation as red and raised. There was no alleged device malfunction contributing to the irritation. The patient was advised to stop wearing the device from the doctor. Outcome of the rash is unknown.